Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with rectocele repair, cystoscopy, suprapubic tube insertion, and pelvic floor prolapse repair due to pop/sui. It was reported that following insertion the patient experienced extrusion, infection, fistulae, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh removal/fistula on (B)(6) 2013 for mesh erosion, pain and fibrosis. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent examination under anesthesia, mesh excision, vaginal approach on (B)(6) 2013 due to dyspareunia and persistent vaginal discharge. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh and ams monarc subfascial hammock were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.